Manufacturer narrative:
Products bi71000523 and bi71000577 are no longer relevant to the complaint. H3, h6: product bi71000225, lot: s2240kpp rev. T was received by the manufacturer for analysis. Standalone printed circuit board assembly (pcba) passed visual inspection, failed bench testing. No 15vdc at tp 7, no 113 vac at tp 24 and all l.e.ds were pulsing on and off. Faulty pcba. Previously reported codes b01, c02, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that  the system stuck in initializing and radiation was disabled. This was noticed during a case, the caller needed to proceed therefore no further details were provided. There was no patient impact reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000523. Product ID: bi71000577. Product ID: bi71000450. Product ID: bi71000225. H3/h6 - a manufacturer representative went to the site to service the system. Replaced the isolation board and power supply. Evaluation codes b01, c02, d02 apply. The isolation board was returned, however analysis was not complete at the time of this report. A follow up report will be sent when analysis is completed. Evaluation codes b01, c21, d16 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.